Event description:
Low laser energy problem causing surgical treatment delay. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Low laser energy problem caused by flash lamp and a mirror damage. We are unaware about patient/operator injury.